Event description:
Additional information was received from the hcp. It was reported that on (B)(6) 2020 the intrathecal baclofen was refilled again. The hcp was able to empty the pump and pull out the air. There was no issue refilling 40ml. It was reported that the pump was now working fine with no recurrent issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal via an implanted pump. On (B)(6) 2020 it was reported that within the month of july while the hcp was trying to refill the patient¿s pump, they emptied the pump but when they went to put the drug in the reservoir they could only refill it with 35 ml and could not load the rest of the drug in the reservoir. No patient symptoms/complications were reported. Additional information was received on (B)(6) 2020 from the company representative who reported that she reviewed proper filling technique and what to do if the valve locked again with the physician. Per the reporter, the physician did not do the protocol for the locked valve, she just filled the pump with 35 ml. No further complications have been reported as a result of this event.